Event description:
Report received of a user error in programming, resulting in an overdelivery of fentanyl. The nurse was trying to program the pump to deliver an unspecified concentration of fentanyl at a rate of 12.5mcg/hr. The pump would not accept a decimal for a microgram rate. The nurse then had another nurse attempt to program the pump for 12.5mcg. It was reported that the two nurses thought, "they just must not be seeing the decimal point". The pump was then programmed to deliver 125mc/hr. Approximately four hours later, another nurse discovered the programming error. The patient was already intubated, due to the patient's post-operative status. The customer reported that the patient's vital signs were stable and "the patient did not experience any injury". The patient did not require any medical interventions. Though requested, there was no further info available.